Manufacturer narrative:
MFR information: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a one-link catheter extension set. This issue was observed after the patient was connected for therapy. To resolve the issue, the set was replaced and therapy continued. There was no patient injury or medical intervention associated with this event.. No additional information is available.

Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; all components were placed according to product specifications. Functional testing including pressure and clear passage were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.